Event description:
A customer reported a loss of monitoring at the central station. The issue was reportedly due to a hard drive failure. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.